Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. The pump bulb was reported collapsed and hard to squeeze; however, when pressed by the sides it gradually fills up. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) had fluid leakage due to a hole consistent with sharp instrument damage at the strain relief. Also, the pump krt was worn down to the filament; therefore, the damaged tubing was removed prior to functional testing. The pump did not pass deflation testing. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle and proximal end; however, both cylinders passed leak testing. The reservoir was also visually inspected and underwent leak testing. Despite it had wear at a fold in the reservoir shell it did pass leak testing. Based on the information available and analysis results, the pump not passing deflation testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. The pump bulb was reported collapsed and hard to squeeze; however, when pressed by the sides it gradually fills up. The device was explanted and replaced. No patient complications were reported.